Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was shattered and was no longer readable. Customer's blood glucose was in the 200s mg/dl range. Reportedly, customer reverted to manual injections for insulin therapy.